Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure device was removed partially except small piece') in an adult female patient who had essure (batch no. 841869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine enlargement, menometrorrhagia, menstruation irregular, weight loss, multigravida, parity 4, bleeding menstrual heavy, abdominal cramps, lower abdominal pain and anemia. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (lo loestrin fe) (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems: depression and mental anguish") and anxiety ("psychological or psychiatric problems: depression and mental anguish"). In (B)(6) 2013, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"), haematuria ("bladder or urinary problems or changes: haematuria") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type:uti"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (on (B)(6) 2018 - bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, dysuria, haematuria, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, dysuria, haematuria, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in essure confirmation test: as per previous fu patient underwent essure confirmation test via hysterosalpingogram and as per current fu it was mentioned that patient did not underwent essure confirmation test. A linear incision was made over essure device and dissection began and the right essure was able to be removed completely compared to the left side try hard, but no tip was able to be removed despite numerous attempts. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2012: the ultrasound result showed the following: a thickened endometrial lining and enlarged uterus.; on (B)(6) 2013: the ultrasound result showed the following: enlarged uterus, endometrium and bilateral ovaries are in normal limits left ovary has a dominant follicle. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record:menorrhagia, pelvic pain, dysuria, hematuria, uti. Most recent follow-up information incorporated above includes: on 28-aug-2019: plaintiff fact sheet and mr received. Events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: dysuria and hematuria, infection (bladder/urinary tract/vaginal) type:uti, pain, psychological or psychiatric problems: depression,mental anguish, left essure device was removed partially except small piece was added. Event outcome was added for the events: abnormal bleeding (vaginal, menorrhagia) and pelvic pain. Treatment drugs, concomitant drugs, concomitant conditions and lab data was added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure device was removed partially except small piece') in an adult female patient who had essure (batch no. 841869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine enlargement, menometrorrhagia, menstruation irregular, weight loss, multigravida, parity 4, bleeding menstrual heavy, abdominal cramps, lower abdominal pain and anemia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe)1(B)(6)2011 to (B)(6)2012. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems: depression and mental anguish/ psych injury") and anxiety ("psychological or psychiatric problems: depression and mental anguish"). In (B)(6)2013, the patient experienced dysuria ("bladder or urinary problems or changes:dysuria"), haematuria ("bladder or urinary problems or changes:haematuria") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection "). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (on (B)(6)2018 - bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, dysuria, haematuria, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea and anaemia had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device breakage, dysmenorrhoea, dysuria, haematuria, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in essure confirmation test: as per previous fu patient underwent essure confirmation test via hysterosalpingogram and as per current fu it was mentioned that patient did not underwent essure confirmation test. A linear incision was made over essure device and dissection began and the right essure was able to be removed completely compared to the left side try hard, but no tip was able to be removed despite numerous attempts. On unknown date tubal ligation surgery were performed. Plaintiffs received treatment for pelvic, abdominal pain, dysmenorrhea (cramping), anemia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan - on (B)(6)2012: the ultrasound result showed the following: a thickened endometrial lining and enlarged uterus.; on (B)(6)2013: the ultrasound result showed the following: enlarged uterus, endometrium and bilateral ovaries are in normal limits left ovary has a dominant follicle.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record:menorrhagia, pelvic pain, dysuria, hematuria, uti most recent follow-up information incorporated above includes: on(B)(6)2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, dysmenorrhea (cramping), anemia. Events outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure device was removed partially except small piece') in an adult female patient who had essure (batch no. 841869-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine enlargement, menometrorrhagia, menstruation irregular, weight loss, multigravida, parity 4, bleeding menstrual heavy, abdominal cramps, lower abdominal pain and anemia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe)(B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems: depression and mental anguish/ psych injury") and anxiety ("psychological or psychiatric problems: depression and mental anguish"). In (B)(6) 2013, the patient experienced dysuria ("bladder or urinary problems or changes:dysuria"), haematuria ("bladder or urinary problems or changes:haematuria") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection "). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (on (B)(6) 2018 - bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, dysuria, haematuria, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea and anaemia had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device breakage, dysmenorrhoea, dysuria, haematuria, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in essure confirmation test: as per previous fu patient underwent essure confirmation test via hysterosalpingogram and as per current fu it was mentioned that patient did not underwent essure confirmation test. A linear incision was made over essure device and dissection began and the right essure was able to be removed completely compared to the left side try hard, but no tip was able to be removed despite numerous attempts. On unknown date tubal ligation surgery were performed. Plaintiffs received treatment for pelvic, abdominal pain, dysmenorrhea (cramping), anemia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan - on (B)(6) 2012: the ultrasound result showed the following: a thickened endometrial lining and enlarged uterus.; on (B)(6) 2013: the ultrasound result showed the following: enlarged uterus, endometrium and bilateral ovaries are in normal limits left ovary has a dominant follicle.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record:menorrhagia, pelvic pain, dysuria, hematuria, uti lot number : 841869 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.